Event description:
The implantable neurostimulator needed to be recharged very frequently after a pt fall. Impedance measurements were normal. The lowest impedance was 400 ohms. Additional info has been requested. A f/u report will be submitted if additional info becomes available.